Manufacturer narrative:
The customer¿s report of a channel disconnect was confirmed. The pcu event log recorded five channel disconnects between 6:07 pm and 11:43 pm on (B)(6) 2016. The log showed that at the time of each channel disconnection the user confirmed and restored the previous programmed infusion on pump module sn (B)(4) and pump module sn (B)(4). An attached pca module and etco2 module continued to operate without interruption during the channel disconnections. Pump module sn (B)(4) and pump module sn (B)(4) were then channeled off at 11:54 pm. Visual inspection under magnification found dried fluid residue and corrosion on the male iui of pump module sn (B)(4). Functional testing with aggressive manipulation was able to replicate a channel disconnection between pump module sn (B)(4) and the pcu. The cause of the channel disconnect is the dried fluid residue and corrosion found on the male iui of pump module sn (B)(4).

Event description:
The customer reported a channel disconnect occurred; no patient harm was reported, and no other information was provided about the event. The customer¿s devices were noted to have corroded iui connectors post preventative maintenance, which suggests there may have been an iui relationship to the channel disconnect.